Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. Internal investigation into strattice lot sp100542 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. (B)(4). Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
It was reported through a legal event that a 62 year old male patient had hernia repair surgery on or about (B)(6)2017. During hernia repair surgery, the surgeon implanted a strattice mesh; lot # sp100416-172; ref # (B)(4) mesh. After surgery, the patient returned to the hospital on or about (B)(6) 2017 for a revision surgery and additional strattice mesh was implanted; lot # sp100542-100; ref # (B)(4) mesh. On (B)(6) 2018, the patient underwent an incisional hernia repair and the mesh was removed and replaced with new mesh. On (B)(6) 2019, the patient underwent an incisional hernia repair with strattice; lot # sp200307-244; ref # (B)(4) mesh. No other information was provided. This record is associated with the second device implanted on (B)(6) 2017, lot sp100542-100. Although a third lot was reported, there is no event reported after implant date of (B)(6) 2019; therefore no record will be opened for lot sp200307-244. This is the same event and the same patient reported under MDR # 1000306051-2023-00105 (abbvie complaint # (B)(4)).